Event description:
The reporter, reported that the catheter adapter separated from the transfer set during pt use (2007). The pt subsequently connected the set to the adaptor and continued therapy. Eleven days later, the home pt had developed cloudy effluent and an elevated white blood cell (wbc) count. However, the pt did not exhibit any additional symptoms of peritonitis. The pt was hospitalized one day later. No further information is available at this time.